Event description:
It was reported that a second artificial urinary sphincter (aus) cuff was added to the patient's existing aus system. The reason for the addition of the second cuff was not provided. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.